Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. There is no repair history within one year for this device. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, or unevenness. Root cause for the failure of the printed circuit board cannot be determined. However, since six years have passed since manufacturing of the device, it is possible the failure occurred due to aging.

Manufacturer narrative:
Additional information is not yet received for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device green light came on but there was no image. This is attributed to the faulty printed circuit board. Once the printed circuit board was replaced, the device passed all functional tests. In addition, the device had discoloration on back cover vents. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device kept shutting down during an unknown case. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received for this event. Correction being made to a typo in the initial reporter¿s last name. This supplemental report is being submitted to provide this information. The model and lot/serial numbers of the devices used in conjunction with the device at the time of the event are unavailable. The device was inspected before use with no anomalies noted. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. Patient details and demographics are not available. Procedure was diagnostic (name not provided). The procedure was completed with no delay with no additional anesthesia needed to be given to the patient. It is not available if another device was used to complete the procedure.